Event description:
The pt first came to the hosp with a shortened condition, a nail and external fixation in place (brand unk) and a delayed union. In 1/96 both devices were removed and the nail was implanted. In june the pt was partialy weight-bearing and allowed to go home. At that time x-rays showed a union of 3 cortices. By the first of august she felt a pain and x-rays showed a partial fracture of the nail. On the following week the pt felt more pain and the revision took place.